Event description:
Reportable based on device analysis completed on 10-10-2018. It was reported that lost image occurred. During percutaneous coronary intervention, an opticross imaging catheter was selected for use. However, lost image occurred when the device was pushed into the lesion. A different device was used to complete the procedure. No patient complications were reported. However, returned device analysis revealed a damage in the femoral marker. Device evaluated by MFR: the product was returned for analysis. The unit returned has a damage in the femoral marker (marker flake-off). Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was not found within the telescope section of the device. Wind up was not found after dissection of sheath assembly and pulled.